Manufacturer narrative:
One cadd® cadd-prizm® vip system ambulatory infusion pump was returned for analysis. The customer's reported problem was "accuracy too low". A visual inspection revealed the pump to be in good condition. The investigator states the event log revealed no related evidence. The customer's reported problem was able to be duplicated. Three separate delivery accuracy tests were performed. At least one test was outside the pump's delivery accuracy manufacturing specifications. What caused the reported problem was due to a worn out expulsor. Who caused the reported problem is unknown. Review of the device history record (DHR) is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device.

Event description:
It was reported that a cadd® cadd-prizm® vip system had accuracy too low. There is no report of any patient involvement.